Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported failure to advance and balloon rupture appear to be related to circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance with the heavily calcified, moderately tortuous anatomy. It is likely that during advancement the balloon became damaged or compromised causing the balloon to rupture the first inflation at 18 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily calcified, moderately tortuous posterior descending coronary artery. The 2.00x8 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted and inflated once to 18 atmospheres for 10 seconds and ruptured due to the heavy calcium. A non-abbott bdc was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.